Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. This was identified as the device was turned on and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a review of the alarm log, and a service history review were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be inoperative force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.